Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The reamer was returned for investigation. The shaft of the reamer shows some scratches. The cutting edge of the reamer is fractured. The fracture surface on the drill of the lag screw reamer was separated and examined under a scanning electron microscope. The fracture surface shows shear dimples in the matrix, which describe a ductile forced fracture. Many primary precipitated chrome carbides are visible embedded in the martensitic matrix. Additional one cross section for microstructure analysis was cutted from the area of the drill (523-10g). The material shows a typical martensitic structure with embedded primary (like islands) and secondary (very fine and coarse) precipitated chromium carbides. The hardness specification must be between 52 to 58 hrc. The measurement result shows a hardness of 54.8 to 55.2 hrc. No material defect can be detected. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). G2 ¿ foreign ¿ (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tip of the lag screw reamer broke during initial surgery. The piece of metal was left inside the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.